Event description:
A barostim system was implanted on (B)(6) 2025. Since implant, the patient experienced issues with their chest wound. On (B)(6) 2025, the patient presented to the emergency room (ER) with bleeding at the chest incision and reported they may have nicked it while shaving. During an appointment with the surgeon on (B)(6) 2025, the wound appeared red and swollen, and antibiotics were prescribed. It was noted the wound "looked good" on (B)(6) 2025. On (B)(6) 2025, the patient presented to the ER with a red and swollen incision and was instructed to follow-up with their surgeon. The patient presented to the ER on (B)(6) 2025 with incision dehiscence. On (B)(6) 2025, the ipg was explanted, the pocket was irrigated and washed out, and a wound vac was placed. It was noted the tissues inside the incision were not healing. In the opinion of the physician, the issue was possibly caused by infection, but cultures were negative. The wound vac was removed on (B)(6) 2025, and, as of (B)(6) 2026, the patient had been released from the surgeon's care and was doing well.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Per the opinion of the physician, the issue was possibly caused by infection, but cultures were negative. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. Bioburden, pyrogen, lal, and cleanroom cae testing results were below control limits for the quarter the ipg was manufactured. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).